Event description:
The customer reported that the battery failed to charge in the mrx and was not recognized in the mrx. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge in the mrx and was not recognized in the mrx. There was no report of pt involvement. Philips sent the customer a new battery which resolved the failure. The battery was evaluated at philips and the failure was verified. We will consider this a failure of the battery.